Event description:
Per the user filed medwatch report: "male admitted on xx2012 for elective repair of right inguinal hernia, past medical history includes dvt and pe greenfield in place. No known allergies, no daily medications. After intubation the pt was not getting adequate tidal volumes per crna. Pt was reintubated with use of a glide scope with same results. Pt was placed on a different anesthesia machine, improved respiratory function. Stat check x-ray and cardiology consult obtained. A bronchoscopy was performed and findings of a small amount of red fluid was suctioned. Operative procedure was aborted, pt admitted to ICU on ventilator. Pt respiratory status within normal limits. Weaned from ventilator, no respiratory distress, pt discharged home on xx2012 in stable condition. Biomed reported a o2 sensor leak on the anesthesia machine."

Manufacturer narrative:
Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.